Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an accidental overdose of insulin, but she quickly disconnected and was not hurt. Customer states she to turn off the insulin pump for several days because surgery. No further information was provided.